Event description:
It was reported that the pump battery would not charge, and despite attempts to resolve the issue using different wall outlets, adapters, and cables, the charging connection remained unstable and was not recognized. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, confirmed the shipping details, and instructed the customer to put the malfunctioning pump into storage mode and return it with a pre-paid label. The customer understood and acknowledged these instructions and planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.